Manufacturer narrative:
(B)(4). The field service representative (fsr), was unable to duplicate the complaint. The inside of the unit was dry and there was no evidence or a recent water leak. The unit was ran in all modes of operation and no active water leak was noted.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a small leak from the bottom of the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.